Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 6.1 was failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) noted that the legacy half-height drawer had been sticking and not opening. The latch assembly had been checked, the rails were gliding smoothly, and the solenoid had been replaced. The issue appeared to be the result of a damaged drawer frame, and the drawer required replacement. Legacy drawer 6.1 continued to fail intermittently. The drawer rails and the drawer frame were damaged, causing functional failures. The fse replaced the legacy drawer. The customer successfully recovered the drawer and inventoried the pockets. The system functioned as intended after the field service engineer repaired the device.